Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, where all clips loaded and closed properly. Visual inspection was performed where excessive lubricant and damage to the trigger was observed. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device by the user in combination with excess lubrication inside the device. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: cholecystectomy: event description: device was used as it should be used, no further mistakes by customer. No clinical impact to the patient. Device was replaced. Additional information received from applied medical representative via email on 04aug25: the customer has told me that during the procedures suddenly the clips weren't loading anymore and therefore couldn't be activated. That's why the or staff had to replace the clip appliers during the surgeries. Additional information received from applied medical representative via email on 13aug25: unfortunately, I don't have any further information regarding this case. In my email from 6th august, I was already mentioning everything that I know. I tried reaching out to the customer one more time to receive further details but even the or staff couldn't tell me more. Intervention: device replacement. Patient status: no patient injury indicated.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: cholecystectomy. Event description: device was used as it should be used, no further mistakes by customer. No clinical impact to the patient. Device was replaced. Additional information received from applied medical representative via email on 04aug25: the customer has told me that during the procedures suddenly the clips weren't loading anymore and therefore couldn't be activated. That's why the or staff had to replace the clip appliers during the surgeries. Additional information received from applied medical representative via email on 13aug25: unfortunately, I don't have any further information regarding this case. In my email from 6th august, I was already mentioning everything that I know. I tried reaching out to the customer one more time to receive further details but even the staff couldn't tell me more. Intervention: device replacement. Patient status: no patient injury indicated.